Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited out-of-range low impedance. All other electrical measurements were normal. No intervention was performed, and the patient would continue to be monitored.